Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot. The insulin pump was received with cracked case at display window corners and battery tube threads and scratched lcd window. The insulin pump was received with unresponsive act button due to flattened dome switch. Moisture damage was also noted at the keypad traces. The insulin pump was received with bleeding lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had blank display and keypad anomaly. The blood glucose at the time of the incident was 249 mg/dl. Troubleshooting was not performed. The device was returned for analysis.